Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, unexplained no delivery alarm and grinding noise. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated there was pieces of plastic broke off and diminished battery life. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No grinding loud, noise anomaly, motor error alarm or unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed. Device had cracked reservoir tube lip. No broken or missing part noted. (B)(4).